Manufacturer narrative:
Based on the post market surveillance and the manufacturer's investigation, external excessive force must first compromise side rail integrity prior to breaking it. This is in line with the side rail condition (with screws torn out) and the reported circumstances of the bed damage. According to the customer¿s staff, the patient attempted to climb over the side rail while it was in the raised position, causing the side rail to detach. The instructions for use for citadel plus bed frame (IFU 831.374_en rev. 13) includes information: ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ ¿whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / restraint use.¿ the IFU also states: "check operation of side rails" - this action is to be done daily by caregiver "failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help to prevent accidents." To sum up, excessive external force must first compromise integrity of the side rail, prior to breaking it. In this case, the patient applied weight to the side rail while attempting to climb over it, which resulted in the rail breaking. Consequently, the patient fell out of the bed. Arjo device failed to meet its performance specification since side rail got damaged. The complaint was assessed as reportable due the allegation that the side rail detached and the patient fell off the bed. The patient sustained injuries to wrist. There was no indication in the description that a serious injury occurred.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer informed that the side rail was broken and the patient fell off the bed. The patient sustained injuries to wrist there is no indication in the description that a serious injury occurred.the device inspection revealed that all 4 screws responsible for holding the side rail panel to the metal plate were ripped off. The photographic evidence provided confirmed malfunction.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.